Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to pocket infection. The physician opted to place a temporary pacing system through the internal jugular vein (ijv). There were no additional adverse patient effects reported. This lv lead was explanted.